Event description:
It was reported that the patient experienced pacemaker syndrome. The patient presented in the clinic for follow up and upon interrogation, the pulse generator exhibited backup vvi operation. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.